Manufacturer narrative:
The initial reporter's facility name: (B)(6) medical center. The reported event is unconfirmed as the product meets specifications. Received 1 all silicone foley catheter with syringe. Verified material number 2758j14 and manufacturing lot number ngjz2834. Visual inspection noted that the catheter balloon had mushroomed. During testing, the catheter balloon inflated using returned syringe with 10 ml methylene blue solution (3 drops 1 percent aq methylene blue per 100 ml distilled water), the balloon inflated with no difficulty. Concentricity of catheter balloon is 75/25. The balloon deflated 10 ml methylene blue solution within 46 seconds. The balloon was deflated within specification per inspection procedure which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Corrections: d, e, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pre testing in the operating room; after injecting sterile water, the water could not be removed from foley catheter. Per notification from investigator on 13jan2026, it was reported that asymmetrical balloon and balloon mushroomed was found during sample evaluation on 04dec2025.

Event description:
It was reported that during pre-testing in the ope room; after injecting sterile water, the water could not be removed from foley catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.